Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized with hypoglycemia and a diabetic coma, with a blood glucose reading of 27 mg/dl. The customer stated that he was taking trimitol for back pain, which caused drowsiness. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer stated that the insulin pump was exposed to an MRI scan. The customer also reported a crack on the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.